Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer and/or intestinal bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced upper gastrointestinal bleeding and gastric ulcer. The patient was treated with 40mg of intravenous pantoprazolum tid from (B)(6) 2017 and 10ml of oral epicogel tid from (B)(6) 2017 for the gastric ulcer. On (B)(6) 2017, the patient was treated with 50mg of oral tothema bid for the gastric hemorrhage. On (B)(6) 2017, the patient began treatment of 40mg of oral pantoprazolum bid for the gastric ulcer.